Event description:
It was reported that during use of the tendon harvester in an acl reconstruction, the patient's hamstring graft shredded. This event resulted in the surgeon using another graft and changing to a bone-to-bone technique to complete the reconstruction. To date, it was reported that the patient is recovering without complications.

Manufacturer narrative:
No medwatch received from user facility. All sections on this form completed by the manufacturer. Investigation results: the tendon harvester was received for evaluation. A microscopic examination of this device found damage (nicks, gouges and deep grooves) to the cutting edges of the inner and outer cannula. This uneven cutting edge can contribute to shredding of the graft. A review of conmed linvatec records shows this instrument was manufactured in october 2003 and has no history of repair. The user will be provided information on care and handling of this product.